Event description:
It was reported that the customer experienced higher than expected blood glucose levels. Customer contacted his health care provider and was advised to change his basal rate settings. After this the customer still reports higher than expected blood glucose levels. The pump appears to be functioning as expected.

Manufacturer narrative:
The device has not been returned for evaluation. Should new information becomes available, a supplemental report will be submitted.